Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was presented to the emergency room (ER) with lactate dehydrogenase (ldh) greater than 6,000, black urine and signs of jaundice. Patient was urgently taken to operating room (or) for heartmate ii to heartmate 3 pump exchange. Patient received "patient cable disconnect" alarm, while attached to patient cable and power module. Patient cable was replaced and alarm persisted. Patient was undergoing a pump exchange at the time of the alarm. Controller sent back for analysis. Patient was admitted to the intensive care unit (ICU), intubated. Ldh was trending down and patient was moving all extremities. Creatinine was significantly elevated and customer were considering continuous renal replacement therapy (crrt) if creatinine did not improve.

Manufacturer narrative:
Device identification, explant date, concomitant medical products, device evaluated by MFR, device manufacture date: additional information. Manufacturer's investigation conclusion: the evaluation of (B)(4) could not confirm the report of suspected pump thrombosis. Additionally, a direct correlation between the heartmate ii lvas and the reported hemolysis and renal dysfunction could not be conclusively determined. The pump was returned assembled with the driveline cut approximately 4¿ from the pump housing and a severed portion of approximately 15¿ was returned separately. The sealed inflow conduit was returned but not attached to its respective pump port and sealed outflow graft was returned attached to its respective pump port. Upon disassembly of (B)(4), visual inspection of the blood-contacting surfaces revealed no evidence of laminated or denatured depositions or thrombus formations. Examinations of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specifications and the device functioned as intended. The patient is currently in the ICU and still intubated. Ldh is trending down and the patient is moving all extremities. Creatinine is significantly elevated and the center is considering crrt if it does not improve. The patient remains ongoing on vad support and no further issues have been reported. Device thrombosis, hemolysis, and renal dysfunction are listed as adverse events that may be associated with the use of heartmate ii left ventricular assist system and information regarding how to monitor and respond to such events can be found in the heartmate ii IFU. No further information was provided. The manufacturer is closing the file on this event.